Manufacturer narrative:
A ge service representative performed and on site investigation. The hand switch was replaced during the service call. The system was tested, found to be working as intended and put back into service.

Event description:
The customer reported that the system continued to fluoro when the switch was released. This occurred outside of a procedure with no patient involvement. There is no report of injury or death associated with this event.